Event description:
Poly is pitted on underside. Excessive wear on medial aspect. Pt was revised due to infusion.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.